Manufacturer narrative:
Follow-up # 1 date of submission 9/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 8/31/2016 with the following findings: during visual inspection of the pump, it was observed that the display screen was dim and discolored. Unrelated to the initial complaint, there was a crack in the pump case between the corner of the lens and the case seal. A leak test was performed and failed due to this crack in the pump case. There was evidence of moisture inside all the internal areas of the pump including on the display, on the motor flex connector, on the keypad connector and on all the boards. The keypad was unresponsive due to moisture damage. The investigation was unable to test the bolus button due the not working. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.